Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set site was leaking on (B)(6) 2026 due to wet adhesive and had high blood glucose (bg) of 407 mg/dl. No further information available.